Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of failed battery test and low battery alarm. Customer's blood glucose reading was unknown. Customer checked alarm history and found two failed battery alarms. Customer received no delivery alarm when battery was dead. Customer was advised to insert new battery and call back. The insulin pump was not returned for analysis.